Event description:
The customer alleged the screen went blank and that there was no alarm. Prior to customer support engineer evaluation, the facility ran the device overnight and could not duplicate the issues. The nellcor puritan-bennett customer support engineer inspected the device, could not duplicate the reported event and replaced the alarm and power switch as a precaution. The unit passed extended self testing. It is not verified that there was no alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.